Event description:
It was reported that the customer's insulin pump would not rewind, due to a keypad issue. Customer's blood glucose was 470 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had an unresponsive up arrow button due to a flattened dome switch. The insulin pump passed the rewind and displacement test. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.